Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event. No issue with the function or operation of the table was found, and the table was returned to service. While onsite, the technician learned that the user facility had the tabletop extended 5 inches from the center of the table when they attempted to unlock the table via hand control. The hand control is designed to prevent the table from being unlocked in a position beyond 2.5 inches. The table and hand control operated as designed as personnel should not be able to unlock the table when it is extended beyond 2.5 inches. The 5085 surgical table operating instructions states, " normal mode limits - when floor locks are engaged, all motions are full range. When floor locks are disengaged, all motions are full range except slide which is limited to 2.5" (64 mm) travel toward short end of table base. Floor locks cannot be disengaged unless slide is less than 2.5" (64 mm) toward short end of table base." The technician counseled facility personnel on the proper use and operation of the 5085 surgical table, specifically properly using the hand control. No additional issues reported.

Event description:
The user facility reported that they attempted to unlock their 5085 surgical table however, the table would not unlock resulting in a procedure delay. The procedure was completed successfully. No report of injury.